Manufacturer narrative:
The returned device was evaluated and the received device had the cannula fully deployed, the formed needle retracted, and the pink slide insert was seen in the viewing window. Upon removal of the cannula sub-assembly from the pod's housing, damages were found to the bottom housing. This damage suggests the needle was pushing against the bottom housing when it deployed. They also indicate improper insertion of the cannula sub-assembly into the bottom housing and environmental seal, causing the needle to fail to deploy correctly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports upon activating a pod the needle did not deploy and his blood glucose level was 350 mg/dl. Upon removal of the pod from the infusion site the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Also the cannula was not visible. The pod was not worn.